Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured during the initial inflation at 4 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.